Manufacturer narrative:
Implant date is estimated to be in 2021.

Event description:
During a clinic follow-up, high current drain was observed on the device. Technical support and abbott engineers were contacted and it was determined that the cause of the high current drain was due to a diagnostic anomaly. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient was brought into clinic and the device was re-interrogated and a more accurate measurement for expected longevity was observed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high current was confirmed. The cause of the inaccurate current value was due to a miscalculation in the average threshold data and pacing configuration.